Event description:
The manufacturer received information alleging a ventilator's leak, pip and tidal volume was displayed higher than the other device. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue.